Event description:
It was reported that during a lap sigmoid colectomy procedure the device misfired, did not click into place. No other details were provided. Had to convert to open to complete procedure.